Event description:
It was reported that after the patient presented with syncope, the patient received an inappropriate shock due to lead noise. Review of the egm revealed the oversensing was due to insulation failure. The cxr revealed externalized conductors under the clavicle. The lead was capped and replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.